Event description:
Per the clinic, the patient experienced a performance decrement with device use and underwent a revision surgery (date not reported) to reposition the electrode array. The issue has been resolved.

Manufacturer narrative:
(B)(4). Implanted device remains.